Manufacturer narrative:
(B)(6) follow up: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle had leakage. Material # unknown . Lot # unknown. Verbatim: rcc received a complaint via email. Notification only (no lot reported) for (B)(6)¿ leaking bd syringe: reconstitution needle bd lot number: unknown report received from pv on 17 july 2025: patient reported that when she took the cap off of the vial, she put the needle on and screwed it on, inserted syringe and the diluent went everywhere. Product: gattex. Country of origin: united states. Sample / photo availability: no sample or photos were provided to takeda. Ae: none. Patient identifiers available? (I.e. Gender, weight, ethnicity, etc.): patient identifiers will not be available for any investigation request.